Event description:
It was reported that a 25-year-old asian female patient underwent a primary breast augmentation with a 350cc mentor memorygel breast implant and experienced capsular contracture (baker grade 4) on the right side post-operatively, which was diagnosed during a physical exam. As a result, the patient is scheduled to undergo explantation on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Explantation date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 16, 2023, mentor received additional information regarding the patient's diagnosis. It was reported that the patient's capsular contracture's baker grade was baker grade 3. On february 23, 2023, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 02, 2023, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample determined that the smooth hpg, 350cc breast implant was found to have two areas of missing material on the anterior view, the missing material a measuring approximately 3.1 x 3.4 cm and the missing material b measuring approximately 3 x 0.5 cm. A microscopic examination was performed on the edges of both missing materials, and parallel striations were found in an area of the missing material a, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the missing material could not be identified. Regarding the missing material b, the cause could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet.  As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: pc-(B)(4).